Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: we found pressure calibration, flow sensor calibration, exp valve, leak test calibration failed during pms. No patient involvement.

Manufacturer narrative:
The issue occurred during preventive maintenance of the device. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective expiratory valve assembly. After replacing the expiratory valve assembly, the device was released back into use.